Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "powerpiccs are used on patients and they are having trouble keeping lines intact despite the use of statlock, sleeve protectors, mittens, and even line of sight."